Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was missing from the tray.

Event description:
It was reported that the catheter was missing from the tray.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the returned sample noted one opened urethral catheterization tray. The tray was noted to be missing the catheter. Missing components were out of specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿contents: vinyl catheter, 14 fr. Uro-prep¿ tray with: underpad, drape povidone-iodine swabsticks (3) specimen container and label."